Event description:
It was reported the pt (italy) was unable to communicate with the ipg after a previous surgery on (B)(6) 2013 for a hematoma (reference MFR report: 1627487-2013-09159). The pt's ipg was replaced with a new one, which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.